Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the patient had not recharged due to temporarily misp lacing his equipment after a recent move. The patient had been overdischarged for about three weeks. The patient had an appointment with the manufacturer representative on (B)(6) 2019 and was able to charge after doing two 60-minute charges. The overdischarge was resolved and the patient was reprogrammed and had good stimulation coverage of all pain areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins won't charge anymore. The patient said the programmer and recharger won't connect for the last 5 days or so. The patient was last able to charge 1.5 to 2 weeks ago. The patient was sick (unrelated to the device) and therefore hadn't been charging. The hcp said the ins was dead. The patient mentioned the ins was taking longer and longer to charge up and they noticed this within the last month or so. No symptoms or further complications were reported.

Event description:
Additional information from patient was received. Patient mentioned a bent connector pin. It was noted patient saw rep last week for programming because of issue with his battery as reported previously. Patient mentioned he noticed connector pin on desktop charger (dtc) was bent and was not making connection with recharger to charge. A replacement dtc would be sent, a bent connector pin. No symptoms or further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.